Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that their therapy hadn't been working for about 4-5 months. They said they had to turn it off for various procedures over the last 6 months. The patient said they couldn't get it hooked up again and said they had tried a million times. The agent walked the patient through how to connect with implant and they were able to successfully connect. The patient was able to increase the stimulation to a comfortable level. The patient said they would maintain the stimulation level and would continue to track symptoms. The agent reviewed programming guidance with the caller. The agent said they might call patient services back if they were in need of assistance changing their programs.